Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. On the day of the event, the patient reported that they were not receiving cgm readings; however, the patient could not specify the exact error message on the cgm device. It was not specified if the patient was using a bg meter as a back-up during this time. On (B)(6) 2024, the patient stated he lost consciousness and was admitted to the hospital in diabetic ketoacidosis (dka) (no details were provided regarding the events leading up to the patient losing consciousness). The patient¿s bg meter reading at the hospital was 900 mg/dl. The patient reported ¿almost dying¿. The patient can not recall the medications or treatment provided to him while in the hospital. The patient was discharged three days later on (B)(6) 2024. The patient was ¿feeling better¿ at the time of report. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Product was not provided for investigation. Data was provided for investigation. The reported event in which the patient reported receiving no data was confirmed in the performance log. An analysis of the data logs indicates that the sensor session was started on (B)(6) 2024 at 3:22 pm. On (B)(6) 2024 at 1:46 pm the app experienced a signal loss event lasting 3 days and 10 hours. Data investigation confirmed loss of connection on (B)(6) 2024. The probable cause of the signal loss was not determined. No additional patient or event information is available.